Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had no image. The issue was found during preparation for use, the intended diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the no image issue could not be reproduced. Additional findings include the following: water tightness was lost due to a pinhole in the channel tube / the bending section cover, the adhesive on the bending section cover had a chip, the up / down plate was sticky, the bending tube had a dent, the universal cord had a dent, the control unit was sticky due to water leakage, the scope connector was sticky due to water leakage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide bundle had breakage, and the connecting tube had a dent / discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers allegation of the no image could not be reproduced. It is likely that there was a defect of the sensor unit, failure of the internal circuit board of the video connector, or the system; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.